Event description:
The pt was being treated for a fistula in the arm and the balloon ruptured. The physician opened up a new one to complete the procedure. When the balloon ruptured, it ruptured circumferentially, rather than longitudinally. Thus, the balloon could not be re-sheathed. From the info provided by the rptr, a foreign object did not have to be retrieved from the pt. No add'l medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
Product was returned in a used and damaged condition. Per design failure mode effects assessment, balloon burst, compliance, and fatigue verification testing performed. The rated burst pressure, rbp is documented in the IFU and label. The device is inspected to ensure balloon is undamaged. A burst test is performed on a minimum of 10 balloons per lot. Each device is leak tested and the balloon bonds are examined. Each device is shipped with IFU that delineates the proper inflation and deflation procedures. These detection activities will likely result in a very high probability of detection to prevent rupture. An examination of the returned device confirms that the rupture or tear originated in a longitudinal direction until the point of highest constriction, at which point it then tore circumferentially. The balloon rupture ultimately resulted in difficulty removing the device, i.e. Could not be re-sheathed. Inflation pressures were not provided and the pt anatomy was not described. In the absence of complaint detail it is difficult to determine factors other than pt anatomy that may have contributed to this complaint. Due to this absence of detail the root cause for this complaint is inconclusive. We will continue to monitor for similar complaints. Insufficient risk per quality engineering risk analysis.